Event description:
Healthcare professional reported a patient was injected with 1 cc of juvéderm vista volite xc in the forehead. The next day, the patient reported ¿pain¿ at the injection site, and it was found that part of the vein in the forehead was ¿swollen.¿ a ¿vascular embolism¿ was suspected. The patient was advised to apply linderon ointment. Six days later, the patient visited the clinic and was treated with hyaluronidase. Four days later, the patient was treated with additional hyaluronidase. The event had alleviated by a month later.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.